Event description:
It was reported that a user contacted support after experiencing a perceived low blood glucose following a prior high, with a measured value of 75 mg/dl that later measured 131 mg/dl while using the ilet system with a dexcom g7 sensor and 6 mm/23 in infusion set; the user had ingested a large glass of regular cola prior to the call and received education on appropriate carbohydrate treatment to avoid rebound hyperglycemia and corrective dosing oscillations. Symptoms included anxiety. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included technical review of reported use and user education. Investigation of this case revealed user overtreatment of suspected hypoglycemia with excessive rapid-acting carbohydrates, leading to variable glucose readings. It was concluded that the event was related to use error in treating a borderline low glucose value rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.